Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that instead of the biopsy needle, a washer was present. The device crimping and riveting was found to be within manufacturing specification. Functionally, the jaws opened and closed within specification. The condition of the returned incident device was consistent with the complaint; that the needle was not present. However, the evaluation found that the device had been assembled with a washer instead of a biopsy needle. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, while unpacking and testing the device, the nurse noticed that the device needle was not present. No other device damage noted. This device was not used on the patient, and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, while unpacking and testing the device, the nurse noticed that the device needle was not present. No other device damage noted. This device was not used on the patient, and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.